Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device advised a shock for a rhythm clinicians believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Our evaluation found that the device appropriately resulted in a shock advised determination. It should be noted that the AED pro device is not designed to detect internal pacemakers when monitoring through pads or while in AED mode. Review of the event data does not provide any evidence that the patient was being paced during the event. Our conclusion is the device worked as designed and performed within the limitations and technology available. Analysis of reports of this type has not identified an increase in trend.